Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad symbols were found to be worn off, which has no effect on insulin delivery function. All of the keypad buttons were found to be intermittently unresponsive. The keypad was removed and evaluation revealed evidence of contamination under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that all of the keypad buttons were intermittently unresponsive and there was evidence of contamination under all of the button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.